Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the thimble set screw test and cutter insertion test. It was further observed that the bearings were corroded and worn out and the nose tube was flared out at the distal end. It was determined that the device failed the cutter insertion due to corroded worn out bearings. It was further determined that the bearings were no longer in axial alignment and did not allow the cutter device to pass through. It was determined that the flared nose tube tip was indicative of excessive side loading on the device causing the cutter device to flex and to come in contact with the nose tube. It was determined that the corroded bearings were due to normal wear over time therefore, the reported condition was confirmed. The assignable root cause of the flared nose tube tip was determined to be due to user error and the root cause of the worn out bearings was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the motor device and the attachment device had an undetermined malfunction when used together. According to the reporter, the operating room marked both devices as bad with no further clarification regarding the issue. There were no delays to the surgical procedure as spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.